Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned for evaluation. The reported complaint "overheating/hot" could not be verified as the device was received in a non-functioning condition. Visual analysis found the motor and internal parts were corroded due to dried saline. Based on the received condition of the device and the analysis findings the reported complaint could not be confirmed.

Event description:
It was reported that during a procedure the handpiece heated up (within a minute). The handpiece was then switched out with another handpiece to complete the procedure with no injury to the patient or user.